Event description:
It was reported that the patient wires were disconnected and patient also stated that these needed to be fixed. At this time, the leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient wires were disconnected and patient also stated that these needed to be fixed. At this time, the leads remain in service. No adverse patient effects were reported. Additional information indicates that all leads are connected and functioning normally and that there was one instance of electromagnetic interference (emi) from an external source; otherwise, all leads remain in proper working order and in service.